Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod ran 0 pulses and is in state 15, indicating pod was filled but never completed activation. It follows that the cannula assembly is in the appropriate state for this situation - undeployed. A needle mechanism failure could not have occurred as the device did not complete activation after being filled by the user. Since the needle was not yet intended to deploy, the cannula could not have retracted at this point.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient, the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose went up to 260 mg/dl while wearing the pod between 5 and 24 hours on the infusion site (arm).